Event description:
Unomedical reference no. (B)(4). Event occurred in the united states. On (B)(6) 2024, patient has reported that infusion set was leaking from site. The infusion set was in use for 4 days. No further information available.